Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose value of 53 mg/dl. Customer's other blood glucose value was 160 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with juice. Based on customer report customer did not allege insulin pump was over delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.